Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while torquing the neuron max into the common carotid artery, the neuron max broke at the hub; therefore, it was removed. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.